Event description:
It was reported that during interrogation, a pop-up message indicating excessive radiofrequency (rf) telemetry was detected in (B)(6) 2025 was observed on the pacemaker. There was a concern by the clinician as the pacemaker is subject to the 2022 zenex, assurity, and endurity pacemaker laser adhesion safety notification. Interrogation by wand and programmer was conducted to reset the rf telemetry successfully. The interrogation proceeded as expected. Transmission was successful. The patient was stable throughout.